Event description:
As reported by the user facility: patient was ordered to have cefepime 2g in 50 ml d5w running at 16.7 ml/hr (which would equal approximately 3 hour run time). Rn hung up a scheduled dose at 17:12 this evening with the pump settings reflectingexpected infusion time. At 19:12 during bedside shift report, shenoticed that the bag was completely infused with appx 1 hour remaining on the pump, no harm to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Active device history log review: n/a defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and 5:21pm an infusion start of 33.34ml/hr and 100ml (dl: cefepi1). Air alarm occurred at 5:22pm followed by 2 purges (primes). At 5:24pm an infusion start and at 6:40pm an air alarm stopped infusion with volume infused to 42.74ml and at 6:52pm pump was placed on standby with no further infusions taking place that day.